Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set broke "at the first hub and came apart". The device contained propofol. This occurred during a colonoscopy, while the set was being used with an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.